Event description:
Hcp reported that the patient's pump alarm continued to beep. A rotor study was done and the rotor showed that it was "not functioning". The device was explanted and returned to the manufacturer for analysis. No additional information on patient symptoms or outcome despite repeated attempts to contact the hcp.